Event description:
The patient reported that at his refill the hcp pulled out "more volume than expected" from the drug pump. The pump contained morphine. The patient further provided that his pain level has increased more than usual. The patient, and the hcp have discussed possible troubleshooting procedures to evaluate the implanted system. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.